Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture. (B)(6). (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 200cc breast implants and suffered several unexplained systemic symptoms, including lupus, gougerot-sjogren syndrome, and bilateral capsular contracture baker grade IV. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2020. The patient reportedly fully recovered post-explantation. This report is for the left breast prosthesis. The lot number reported for this impacted product (21211767) is an unrecognized lot number. Follow ups have been performed for clarification, but no new information has been forthcoming. If additional information is received, a supplemental report will be submitted.